Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. The customer reported that the spray nozzle fell off during the procedure.

Manufacturer narrative:
Gd460r is manufacturing date 10.2014. Visually, the spray nozzle is in a mint condition. The spout tube is bent and has been adapted for use on the drill / cutter. The scavenging tube is soldered to the handpiece receptacle, this connection is released, or the tube has fallen out. Soldering the solder joint is a manufacturing fault, the solder has not been connected to the housing.